Event description:
Our distributor in (B) (4) detected, during its (B) (4) inspection, that a cross-shaped connector was missing from an rt125 infant bias flow breathing circuit. No pt consequence was reported.

Manufacturer narrative:
(B) (4): this is a malfunction that has been reported to fisher & pakel healthcare by a distributor in (B) (4). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. Method: the rt125 breathing circuit was not returned to the MFR. An analysis was carried out based on the event description and results of previous investigations on similar complaints. Results: operator error during the packaging process resulted in failure to pack all the required components in the adapter bag. The circuit pack appears to have also passed visual inspection for missing components. A lot check revealed no other complaints of this nature for this lot number. Conclusion: a CAPA was implemented and new standard operating procedures (sops) put in place to assist the operators on the production line correctly pack breathing circuits. A specific pack card detailing all components required must be displayed at the packing station. Each completed circuit pack is then weighed to ensure that every component is accounted for. The pack card is changed as part of the line clearance procedure. The effectiveness of the improvements implemented are being monitored to determine if further improvements are necessary. (B) (4).